Event description:
Three falsely elevated troponin I results were obtained on patient's samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. The patients were treated with heparin. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
Three falsely elevated troponin I results were obtained on patient's samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. The patients were treated with heparin. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Event description:
Three falsely elevated troponin I results were obtained on patient's samples. The results were reported to the physician who questioned the results. The samples were repeated and negative results were obtained. The patients were treated with heparin. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to the r1 ultrasonics. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to the r1 ultrasonics. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.

Manufacturer narrative:
A siemens healthcare diagnostics inc field service representative (fse) was dispatched to the account. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results was due to the r1 ultrasonics. The fse corrected the malfunction. The instrument is performing within specifications. No further evaluation of the device is required.